Manufacturer narrative:
No further info is known about the device because the customer did not have specific info about the part number, serial number, or any further details

Event description:
It was reported that a handpiece began to run on its own during a procedure. There was a back up available to complete the procedure. There were no adverse consequences or delays. Details on the part number, date of event and product availability were unk by the account.